Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen via an implantable infusion pump. It was reported that the caller wanted to have the pump interrogated to confirm the volume in the reservoir and programming. The patient had been admitted to the hospital for 1 week because she thought the pump was not working. They thought the pump was malfunctioning due to the patient experiencing severe pain. The caller stated that they did a myelogram and the pump was flowing but haven't been able to get the pump interrogated. The caller also stated that at this time he thinks the patient is baclofen toxic because they have been giving her oral baclofen as well.